Event description:
It was reported to medtronic neurosurgery that when the valve was checked before the surgery, the distal end was blocked.

Manufacturer narrative:
The valve was patent. It met requirements for the leak, siphon, reflux, and preimplantation tests. The valve did not meet specifications for pressure flow testing as the distal connector was flattened. One corner of the crushed connector had a frayed edge. The connector also displayed vertical stress marks and necking. There was a gouge in the neck of the connector. It is unk how or when the damages occurred. The instructions for use that company the device caution that "improper use of instruments in the handling or implantation of shunt products may result in the cutting, sitting or crushing of components". A review of the manufacturing records showed no anomalies. All of our valves are 100% inspected and tested at the manufacture. No impact to the pt was reported.